Event description:
It was reported that the patient underwent a transforaminal lumbar surgical procedure at l4-5. Sometime post-op it was found on CT that the left side l5 screw deviated into the spinal canal. One year post-op a revision surgery was performed to remove the l5 screw. The l4 screw was also removed. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.